Manufacturer narrative:
Upon further review of the device evaluation, it was determined that it was not possible to execute the pretest for check power of the motor at the test bench. This failure was erroneously selected since no measurement was possible at that time. Therefore, this failure is removed from the initial report. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the control unit was not functioning and was defective on the battery reamer/drill device. It was further determined that the device failed pretest for check the triggers and ecu (electronic control unit)., change 10 times from forward to reverse at full speed, check the off/ forward/reverse mode and check power with test stand, min. 190 to 250 w. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.